Event description:
A patient reported they were hospitalized. Their meter allegedly was inaccurately high. The result on their meter was 98 mg/dl. The result on the lab was 55 mg/dl. The time difference between patient's meter and lab was 20 minutes. Treatment was food and beverage. No further information has been reported.